Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported an infection while using nelaton intermittent catheters. It was reported that the end user noted blood in the urine and was seen by a physician who prescribed an unspecified antibiotic. The end user informed that they use the catheters once and then dispose it. The end user switched to another brand catheter, and after a period of time, resumed using nelaton intermittent catheters with no consequence. No further information was provided.